Manufacturer narrative:
Patient city: (B)(6). Patient country: spain.

Event description:
Reference number: (B)(4). Event occurred in spain. It was reported that the patient experienced an infusion set peeling-off, which led to elevated blood glucose level event on 02-mar-2026. No further information available.